Manufacturer narrative:
Additional suspect medical device components involved in the event: model sc-2208-70, serial (B)(4) & (B)(4), description: st linear lead 70cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to painful stimulation in the patient's chest after a session of acupuncture. The physician does not know if the chest pain is device related. There was no malfunction suspected. The patient is currently doing well following the procedure.